Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failure codes in history? Was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with "weird" failure codes in the event history. This condition had the potential to interrupt delivery. It is unknown when this event occurred; however, it is known to have occurred in the biomedical service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.